Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, vaginal discharge and urinary incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, vaginal discharge and urinary incontinence.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). Additional narrative: it was reported that following insertion the patient experienced severe injuries, including but not limited to abdominal and pelvic pain, suffering, disability, and disfigurement, loss of normal life, bowel problems, bleeding, painful sexual intercourse, frequency and infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced vaginal itching and burning.

Event description:
It was reported that following insertion patient experienced vaginal itching and burning.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele, urethral hypermobility, extrinsic sphincteric deficiency and a mesh was implanted. Concomitantly the patient underwent a posterior colporrhaphy, cystoscopy with urethral dilation.